Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 3.00 x 20 synergy ii drug-eluting stent, it was noted that the stent struts were lifted. The device was never entered the patient's body. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 80% stenosed target lesion was located in the highly calcified circumflex artery. The procedure was completed with another 3.00 x 20 synergy ii drug-eluting stent.